Event description:
The report stated, that the biomedical engineer discovered that the bipolar output of the electrosurgical generator was intermittently generating output with no activation action. This was while the generator was in the shop and there was no report of this occurring during a procedure.

Manufacturer narrative:
Date of initial report: 07/31/2007. The investigation is ongoing. When the investigation is complete, a follow-up report will be sent.